Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack at an unspecified location on the twist clamp of a minicap transfer set; no leak. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was used for about one (1) month. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a crack on the light blue mainbody. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause could be if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging this could damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.